Event description:
A report was received that the patients ipg had shifted and poking out causing pain around the ipg site. It was also stated that the patient was experiencing difficulty charging the ipg. The patient will undergo an ipg replacement procedure.